Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported following a permanent procedure (happened on (B)(6) 2016), postoperatively the patient's temperature was observed low. After being discharged from the hospital the patient experienced multiple falls and weakness to her legs. Consequently, the patient underwent surgical intervention on (B)(6) 2016 where a hematoma and swelling were noted at the lead site. The physician removed the hematoma and repositioned the lead. The patient was transferred to the rehabilitation facility. Reportedly, the patient has been released from rehabilitation, her strength is returning and she is able to walk.